Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or short circuits were identified. Other than the abraded opening observed on outer tubing, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes; no obvious path other than the identified opening and cut/torn ends made during the explant process.

Event description:
The explanted generator and lead were received. Generator analysis was completed. The device could not be interrogated due to battery depletion. The postburn electrical test results showed that the pcba performed according to functional specifications. Other than the noted event (no communication), there were no additional performance, or any other type of adverse conditions found with the pulse generator. Lead analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The patient's was referred for generator replacement as the device could not be interrogated due to battery depletion. When the new generator was implanted, low impedance was seen. Full system replacement was then performed and the surgeon found a break in the leads. The explanted suspect device has not been received to date. No further relevant information has been received to date.